Manufacturer narrative:
Additional mdrs associated with this event: 3025141-217-00065: driver.

Event description:
During implantation of a orthopedic plate, the tip of the driver broke off in the head of a screw that was being tightened. The driver tip was left implanted in the screw head.